Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine during patient use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) had already disconnected from the hc and did not have any symptoms. The hp stated that they felt ok. The technical service representative (tsr) assisted the hp in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.